Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump over-delivered insulin. Customer's blood glucose dropped to 25 mg/dl. The paramedics were called, but did not come to residence. Customer was told to eat and the blood glucose level increased. The blood glucose reading is 54 mg/dl. At the end of the telephone call, the blood glucose reading was 107 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a cracked end cap. Unable to perform the occlusion test due to the alarm. Motor passed the motor test. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.